Manufacturer narrative:
Product event summary: analysis found that the epg had broken output connectors and a missing battery drawer. The upper and lower case were broken and contaminated, and the ring cover was broken. It was found that the battery contacts were compressed. Additionally, the side bail covers, side bails, ring, and two case screws were missing. The keyboard was also found to be scratched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.